Event description:
The lay user /patient contacted animas alleging that the pump does not recognise the cartridge in the pump. The patient reported for the past week, every time she has performed the load cartridge step, insulin would be pushed out through the tubing and she would receive a no cartridge detected warning. Patient had no issues with rewinding. Troubleshooting was done; however, the alleged issue was not resolved over the phone. The patient denied any misuse of the product and the alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Correction number: 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the load cartridge step, the pump pushed approximately 80 units of fluid before recognizing the cartridge. Evaluation revealed an out of calibration force sensor, contamination in the force sensor assembly, dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, the display screen was found to be dim and the battery compartment was observed to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
(B)(4). The subject cartridge was returned to animas for evaluation. However, the evaluation of the product could not be performed since the returned cartridge was expired. If animas obtains additional information regarding this complaint, a follow up report will be submitted. Date product was received is unknown.